Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd july 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the head of the anchors was deformed during insertion. This was detected during use in a rotator cuff procedure on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Additional information. The complaint allegation is confirmed. One unpackaged, ar-1927psf-45, batch 15193119, was received for investigation. Visual evaluation noted that the anchor was detached and not returned for evaluation. Functional testing couldn't be performed due to the damage of the device. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion.